Event description:
Av declot. Run time 720 cc had elevated liver enzymes which resolved a few days later.

Manufacturer narrative:
This is a series of four events occuring at the same institution and with the same operator. Procedure consisted of av access thrombectomy using multiple devices and angioplasty in female with history of renal failure, dialysis, and previous pta of shunt. Procedure report indicates 16 passes of dvx thrombectomy set operated for 480 seconds, pta balloon catheter inflations, arrow-treretola ptd treatment, further 1 passes of dvx thrombectomy set operated for 60 seconds, further pta balloon catheter inflations, further 4 passes of dvx thrombectomy set operated for 240 seconds, further arrow treretola ptd treatment, 21.3 minutes of fluoro, 150 ml of visipaque contrast and 2 hour 52 minute procedure time. Patient developed elevated liver enzymes which resolved a few days later. Possis representatives discussed all events with physician and stressed the need to limit run times, especially in flowing blood field. Hemolysis is a known complication of angiojet use, and the product instructions for use recommends "that hemolysis indicators in the blood be monitored if catheter operation in a flowing blood field exceeds 4 minutes, total catheter operation time exceeds 8 minutes or in patients who cannot tolerate transient hemolysis." This type of event is rare with angiojet use, but is possibly related to excessive hemolysis due to prolonged operation in a flowing blood field.